Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a female pt, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.